Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter is freezing on the setup screen and the black bar is alternating between english and spanish on its own and issue was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k)# is k073231.